Event description:
It was reported that it was difficult to attach a syringe to the one-link component of a one-link standard bore extension set. This occurred during patient infusion in the anesthesia department. The reporter stated that they had to push hard to attach the syringe, so they removed the one-link component from the unknown manifold and attached the syringe directly to the manifold. The reporter stated that they did not know whether the syringe was being inserted straight into the one-link or at an angle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.